Manufacturer narrative:
Updated fields: b4, d8, d9, e2, e3, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d4(unique identifier (UDI) #). A getinge field service engineer fse evaluated the unit and replaced the main board after receiving the service charge from customer and kept it for seven days observation. Fse has not received any complaints from the customer after replacement of spares till date. All functional and safety test were performed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was discovered by hospital personnel, the cs100 intra-aortic balloon pump (iabp) had an error code #52. There was no patient involvement.